Event description:
The patient contacted lfs alleging an error 2 message on their one touch verio meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The alleged issue was not resolved and meter was replaced. The complaint is being reported due to the alleged error 2 message.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter was tested and no faults were found. On (B)(4) 2011, the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted: on performance testing with control solution the results were found to fall above the labeled range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.